Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the catheter got stuck in the sheath. Physician attempted to remove the catheter, but the balloon got damaged from the sheath removal. A 50cc fiberoptic catheter was then placed". Additional information states that the second catheter was placed into the same original insertion site. No patient injury or consequence. The patient's current condition is reported as "fine".

Event description:
It was reported "the catheter got stuck in the sheath. Physician attempted to removethe catheter, but the balloon got damaged from the sheath removal. A 50cc fiberoptic catheter was then placed". Additional information states that the second catheter was placed into the same origional inserion site. No patient injury or consequence. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Section d.4. Unique identifier(UDI) number is updated in this report. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported "the catheter got stuck in the sheath. Physician attempted to remove the catheter, but the balloon got damaged from the sheath removal. A 50cc fiberoptic catheter was then placed". Additional information states that the second catheter was placed into the same original insertion site. No patient injury or consequence. The patient's current condition is reported as "fine".